Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report problems w/her daughter's meter. Experiencing inaccurate readings. Analysis run on clark error grid using mean avg. Reading (59) as ref. Point vs. Bd readings (29, 89) yielded data points in the c range of the grid, outside of acceptable limits.